Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (08/12/2014), the patient¿s lancing device has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the lancing device involved with this complaint failed testing. The lancing device¿s casing was found to be cracked/broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging the cap from his one touch ultra soft lancing device was broken. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged lancing device issue began at an unspecified time on (B)(6) 2014. The patient manages his diabetes with oral medication (metformin), an injectable medication (byetta) diet, and exercise and stated he continued with his usual daily dose of medication (metformin and byetta) in response to the alleged issue. The patient stated, 2 days after the alleged issue occurred, he developed symptoms of ¿need to urinate often and thirsty¿. On (B)(6) 2014 at 3:00 p. M. The patient went into his doctor¿s office for a visit. The patient¿s blood glucose was tested and he obtained a reading of ¿298 mg/dl¿ with the doctor/clinic meter. There was no mention of receiving medical treatment during his visit. At the time of troubleshooting, the cca documented that there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged issue began.